Event description:
It was reported that the patient presented at the hospital due to their implantable cardioverter defibrillator (ICD) being in backup vvi mode, resulting in a loss of defibrillation therapy. Programming changes were made to restore the device to its nominal settings. The patient was stable.